Event description:
Patient presented to the physician with symptoms of infection at the stimulation lead incision after implant surgery. The system was surgically removed on (B)(6) 2020 to treat the infection.